Event description:
Pt used dentek - a temporary dental cement to secure a bridge that fell off until they could get to the dentist. Now, almost 5 mos later it is still secure and shows no sign of working loose. The dentist can not guarantee that he won't break the bridge pulling it off.